Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 18.2 mmol/l, 4.1 mmol/l , and 17.3 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.